Manufacturer narrative:
(B)(4). The device was returned and evaluated for the reported issue. The event history log review noted many low drain volume alarms. A visual inspection was performed with no issues noted along with full functional testing, electrical safety testing, calibration and simulated therapy which was completed and noted no issues. The device met product specifications related to the reported issue; however, the reported event was verified during the event history log review as a low drain volume alarm. The cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). If additional relevant information becomes available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified alarm occurred on the homechoice machine. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available at this time.